Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that the solution failed to neutralize contact lens after 8 hours of disinfection, which has caused severe chemical burn on consumer¿s left eye causing a subconjunctival hemorrhage. Consumer has also experienced red eyes, tearing /watering eyes, foreign body sensation, and eye pain. The consumer sought medical attention, and was prescribed with loteprednol, omeprazole, fexofenadine, cyclosporine, levothyroxine sodium drops for 14 days and elevated pressure in eye to help with discomfort. The doctor instructed to visit again if symptoms persist. The status of the consumer¿s eye was improving at the time of this report. Additional information has been requested on consumers eye resolution.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).